Event description:
The following has been reported: nurse reported: the pump beeped an air in line alarm with the direction to back-prime into a syringe to remove the air from the cassette. Upon trying to backprime into an empty 10ml syringe using the pump, the pump issued another alarm that said occlusion and would not allow it to be back primed into the syringe. Another syringe was tried and the same issue occurred. Then another pump was tried and the same issue occurred. It appears there is a defect w/ the secondary port on the cassette that does not allow it to be back primed through. This was noted during an iron dextran test dose infusion for a patient. A preliminary review identified the following issue: unable to prime air from tubing set unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. Secondary line infusion was tested with a set rate of 1000ml/hr and set volume of 10ml and secondary line was connected to a saline solution bag. Alarm "occlusion upstream" was observed in the ivenix lvp display, and it did not pass successfully. A flow test was performed; the float did not move, so the test did not pass successfully. An autopsy was performed of the secondary port, and the k-zero was found obstructed. During microscopic examination, were observed an excess of glue inside the k-zero. During the ftir analysis the sample, showed high likeness to a dried loctite (glue). The customer complaint is confirmed. The potential root cause of a set being impossible to back prime could be to excess glue in secondary port causing and obstruction. The current process controls detection includes 1) 100% leak and occlusion test are performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa25d28020 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.